Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 67 and 168 mg/dl. Tests were done 10 minutes apart. No further information has been reported.